Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was in the range of 250-540 mg/dl. The customer addressed their bg with a manual injection.